Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported whether the patient was hospitalized prior to death or if an autopsy was performed. It was not reported whether pd therapy was ongoing until the time of death or if a baxter disposable device was in use at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.